Manufacturer narrative:
(B)(4). Date sent: 12/1/2021 additional information received: the reporter initially entered incorrect product code via cst. Please change the product details according to the hospital form provided. (Pcee45a ethicon powered plus surgical stapler 45mm echelon flex; lot: u95c6d) investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device (a) was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. D1 and d4.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a lobectomy, consultant surgeon performing partial lobectomy on young patient in theatre 5 - estimated time of the issue(s) between 1200-1400 on (B)(6) 2021. While firing powered echelon 45 across lung parenchyma, (potentially including some minor bronchus) with black echelon gst reload the stapler was unable to progress. Several firings prior had progressed normally using echelon green reload. Surgeon opened another echelon 45 but this device also failed to transect the tissue. Surgeon then opened another device - medtronic endo gia manual - minor progress made before it also could not make further progress. Surgeon noted a lot of staples had been fired and he hypnotized that this could have had an impact. He also commented that while the tissue looked thick, he had still expected the staplers to be able to manage it. He went back in with scissors ultimately surgeon had to convert from planned partial lobectomy to a full lobectomy patient ok so 2 x echelon 45 and 1 x endo gia surgeon has saved the original stapler and highlighted that he had noticed an unusual defect on the head of the device, he was unsure if this was caused in the operation, he commented he thought it may have been as he did not see it prior.